Event description:
It was reported that the right atrial (RA) lead exhibited lead dislodgement. As presenting electrogram (EGM) showed dissociated Atrial Sense with regular Ventricular Sensing. Technical Services (TS) noted that it was not picking up the RA waves and recommended X ray and testing in the office. At this time, this RA lead remains in service. No adverse patient effects were reported.